Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that patient had multiple surgeries for dislocation. Including dislocating a constrained implant.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was/were there any adverse consequence/s that affected the patient because of the reported event? -no. B. Please confirm was there previous revision/s due to multiple dislocations? If yes, was this reported? Please provide the reference number. If no, please provide further details. -yes revised on (B)(6) 2025, and again on (B)(6) 2025 to a constrained liner. C. Was there any allegation against the cup and stem? -no. D. Please confirm how many previous surgeries happened. -4. E. Please provide reason why the stem/cup was revised, was there an indication that the stem/cup was malpositioned that contributed to dislocation? -only the poly and head was revised. F. Please clarify if the previous multiple surgeries for dislocation involved removal of depuy products. If yes, was this reported? Please provide the reference number. If no, please provide further details. -yes, every revision was a head and liner exchange to make the hip more stable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 ( concomitant ). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.